Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ secondary set (c62) leaked from the y-site connector during use while "shooting" chemo into the c62. The following information was provided by the initial reporter: "c62 leaking. During shooting of chemo into the c62, the pharmacist noticed that it is leaking from the y site connector. The pharmacist had to redo the whole preparation again."

Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality team for investigation. The final product for lot ta12059 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the photo for evaluation. Upon visually inspecting the sample that was received, a leak is observed which appears to be at the y-site connector. Three retained samples were used for additional evaluation, there were no visual defects noted and all product was manufactured according to specification. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Based on our investigation and sample evaluation, excessive force by the operator when connecting the connector piece to the y-site is believed to be the root cause for this incident. A project has been initiated, CAPA#1382647 and personnel are looking further into this issue to reduce any reoccurrence.

Event description:
It was reported that the bd phaseal¿ secondary set (c62) leaked from the y-site connector during use while "shooting" chemo into the c62. The following information was provided by the initial reporter: "c62 leaking. During shooting of chemo into the c62, the pharmacist noticed that it is leaking from the y site connector. The pharmacist had to redo the whole preparation again."